Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the pump booted to the verify screen with dim pink contrast. The screen was removed and replaced with a new test screen, contrast returned to normal with test screen. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.